Event description:
Ous MDR - after an implantation time of approx. 52 months oversensing was noted via home monitoring. The patient reportedly participated a running event during that time. Provocation maneuvers performed in hospital could reproduce noise without oversensing.

Manufacturer narrative:
Upon receipt, the lead was found cut approximately 10 cm distal to the df 4 connector pin. The proximal part of the lead was found severely damaged and wrapped with the wire of an explantation tool. The lead fragments were subjected to an extensive analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. During the visual inspection severe damages of the lead body were noted, which resulted most likely from the explantation procedure. Furthermore, the lead insulation was found rubbed through approximately 9 cm proximal to the lead tip, which can be considered the root cause of the clinical observation. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed artefacts on the farfield channel as well as on the right ventricular channel leading to oversensing as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation time of approx. 52 months oversensing was noted via homemonitoring. The patient reportedly participated a running event during that time. Provocation manoeuvres performed in hospital could reproduce noise without oversensing.